Manufacturer narrative:
The facility dod not request service. There was no sample returned for eval and no additional info provided related to this event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) pt safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(4) 2010, vol 7, no.1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A nurse reported that a pt had experienced a "wound burn" at the beginning of a phacoemulsification procedure. Additional info has been requested.